Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient complained the scs device stopped working and the patient controller displayed a low battery error message. A company representative contacted the patient and found the patient's system controller had likely displayed the false elective replacement indicator (eri). The representative advised the patient the system controller software needed to be updated to clear the low battery message.